Event description:
Customer reported granuloma formation at the tip of an intrathecal catheter, resulting in near paralysis. Customer will be reporting to FDA. Additional info received from medical device MFR medtronic on 9/5/2002 indicating they were notified of a case of intraspinal mass associated with the use of an arrow catheter. "This pt has a medtronic synchromed pump. Hcp stated: the pt has poor pain control, thoracic radicular complaints, and loss of bowell and bladder control. The catheter and granuloma were removed in 2002. They noted nearly complete cord compression at the catheter level t6. They are still assessing the pt's condition, however, they have concluded that the pt is not paralyzed. The pump was filled with 40 mg/ml running at 19-21 mg/day of dilaudid."